Event description:
It was reported a patient experienced a connection issue coincident with peritoneal dialysis (pd) therapy. It was reported the patient was tightening their adapter to the non-baxter catheter which resulted in touch contamination. Subsequently the patient developed peritonitis. The patient was not hospitalized for the event. The patient was initially treated with unspecified antibiotics for 3 days, and then was started on vancomycin injection into the solution bag every four days for approximately one month. The cause of the peritonitis was a breach in aseptic technique further described as touch contamination ¿as may have touched the thread when tightened the little connector on the catheter tube¿. On an unreported date the patient was retrained on proper aseptic technique. At the time of this report the patient had recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). During follow up it was reported that the patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. It was also reported that the patient was treated with vitamycin every four days - once a day (dose and route not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2014. The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore, device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.